Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred during the load sequence. Reportedly, the cartridge had been filled with 200 units of insulin. A new cartridge was loaded resolving the alarm. Blood glucose level was 158 mg/dl.